Event description:
It was reported that the patient's left knee was revised due to instability. A 4x9 cs insert was revised to a 4x19 cs insert.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.